Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿ needle hub separated from the device. The following information was provided by the initial reporter : the consumer reported that the needle remained in the cap and separated from the syringe. Date of event : (B)(6) 2022. Sample status : available.

Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿ needle hub separated from the device. The following information was provided by the initial reporter : the consumer reported that the needle remained in the cap and separated from the syringe. Date of event : (B)(6) 2022. Sample status : available.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: h6: investigation summary customer returned (1) 3/10cc, 12.7mm, 29g vet syringe in an open poly bag from lot # 0174596. Customer states that the needle remained in the cap and separated from the syringe. The returned syringe was examined and exhibited the hub assembly separated from the barrel. A review of the device history record was completed for batch # 0174596 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Bd was able to confirm the customer¿s indicated failure. CAPA pr1630423 has been opened to address this issue. H3 other text : see h10.